Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd a-line¿ experienced clotting. The following information was provided by the initial reporter: the customer noticed "the samples collected in these syringes are coagulating, which makes the examination unfeasible."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by titration for heparin presence and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd a-line¿ experienced clotting. The following information was provided by the initial reporter: the customer noticed "the samples collected in these syringes are coagulating, which makes the examination unfeasible."